Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "pain, areola never popped out, there is no projection in the nipple, it is distorted" and "scared because of the recall". Patient representative additionally reported "complications with the left areola requiring nipple reconstruction and increased risk of alcl". Later, patient reported "leak". This record is for the left side. Device remains implanted.

Event description:
Patient reported left side "pain", "areola never popped out", "there is no projection in the nipple", "it is distorted", and "scared because of the recall". Patient representative reported "complications with the left areola requiring nipple reconstruction and increased risk of alcl". Patient later reported left side "leak" and exchange from textured to smooth devices due to the patient's concern with the product. Healthcare professional later reported left side rupture, capsular contracture baker grade IV, and "silicone in [their] lymph node in the axilla" was once found via MRI, but it is "not present now". Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6) 2014. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: "leak"; capsular contracture, baker grade IV; "silicone in [their] lymph node in the axilla". Additional, changed, and/or corrected data: b1, b5, b6, d6a, g2, h6, h11.